Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The explanted device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the focal stenosis of the bifurcated stent graft is confirmed. The surgical conversion is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the stenosis is user related due to the pre existing aorto-iliac occlusive disease (off label). The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: g4: date received by manufacturer has been updated, h6: result code: remove code 3233, h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately (7) seven months post initial implant, the patient was presented with leg pain. A scan showed constriction of the afx2 bifurcated stent graft and perceived embolization to his foot. The physician elected to explant the afx2 bifurcated stent graft and perform an aortic endarterectomy. The final patient status was reported as being in stable condition however there are reports of poor flow to the patient's right foot. The patient will continue to be monitored.